Manufacturer narrative:
The customer stated that no other patient samples were run with the elevated troponin-I sample, and also indicated the sample was centrifuged as recommended with no fibrin clots. The customer stated he observed some splashing in the probe area on the architect i1000sr analyzer, and that fluid was spraying out of the probe. The customer replaced the probe prior to retesting the sample. A review of the (B)(4) service history was performed, and no additional service or complaint tickets related to discrepant patient results were found. The architect system operations manual provides adequate information for troubleshooting erratic results including replacing the probe when dirty or partially clogged. Quality metrics were reviewed and no adverse trends for tickets with replacements of the probe were identified. Based on the results of the investigation, a malfunction of the probe (part number 08c94-42) was determined. No deficiency of the probe or architect i1000sr instrument was determined.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.33 ng/ml was reported to the emergency room (ER) for a patient. The customer retested the sample and a result of 0.033 ng/ml was generated which is not positive. A different sample from the same patient tested at 0.032 ng/ml. No adverse impact to patient management was reported.